Event description:
The customer reported that the pt's oxygen saturation was in the 30s, but the m3001a device (with option a01 c06) was showing a false high reading for spo2 in the 90's.

Manufacturer narrative:
(B)(4). The customer reported that the pt's oxygen saturation was in the 30's, but the m3001a device (with option a01 c06) was showing a false high reading for spo2 in the 90's. The nurse swapped out the m3001a module for another, and this solved the problem. The pimr report contained the statement that there was a delay in treatment due to the false high readings, although it is not clear whether there was actual pt harm as a result. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Manufacturer narrative:
The hospital biomedical engineer evaluated the equipment and using a simulator was unable to reproduce the reported symptom. The device passed all testing. Information was not provided to allow philips to determine if this reported inaccuracy is consistent with causes of spo2 inaccuracy already documented by philips in the instructions for use (IFU) for intellivue devices. The device remains in active use at the hospital site. We are unable to determine the cause of the reported symptom. This complaint does not indicate any systemic or emerging issue. No further investigation or action is warranted.

Event description:
The customer reported that the patient's oxygen saturation was in the 30s, but the m3001a device (with option a01 c06) was showing a false high reading for spo2 in the 90s. The nurses swapped out the m3001a module for another, and this solved the problem with the false measurement. There was a reported delay in treatment, however, no serious injury was reported by the customer.